Event description:
It was reported the patient felt a burning sensation and shocking near his ins and tailbone. It was stated the patient could still feel the stimulation 'vibrating' even with the stimulation off. It was stated the patient thought they had a 'short.' Additional information has been requested, a follow-up report will be sent if additional information becomes available. .

Event description:
Additional information received reported that in (B)(6) 2012 high impedances were noted, and a reprogramming was attempted. The patient continued to have a burning sensation, so a lead replacement was scheduled. The lead was replaced on (B)(6), 2012. After the replacement, the patient was receiving good coverage, and the stimulation was comfortable again. No cause of the event was determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), product typ lead, product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6), product typ lead, product ID 37752, serial# (B)(4), implanted: 2009 (B)(6), product typ recharger, product ID 37743, serial# (B)(4), implanted: 2009 (B)(6), product typ programmer, patient. (B)(4).